Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-02390. The pt received an scs system, including an ipg and a surgical lead, on (B)(6) 2007. It was reported both the lead and ipg were explanted and replaced due to intermittent stimulation and inadequate pain coverage. No pt complications were reported as a result of this event.